Event description:
Patient reported port tubing broke leading to need for surgery to fix complication. Event is being reported in good faith although event could not be confirmed with a medical professional.